Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump components and attempt to reload the cartridge. Despite these efforts, the issue persisted, so the customer was referred for escalated troubleshooting, resulting in the approval of a pump replacement as the existing pump was out of warranty. The customer was also offered a loaner pump to address the ongoing issue.